Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. During deployment of trunk ipsilateral leg endoprosthesis, the right internal iliac artery was unintentionally covered by the device. The patient was decided to be monitored and the procedure was completed. The distal side of the leg was planned to be landed on the right common iliac artery, but during deployment the device was not pushed up enough. Reportedly intraoperative measurements prior to the deployment were not performed.

Manufacturer narrative:
H6: investigation conclusion code d12 was added.

Manufacturer narrative:
It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, improper endoprosthesis component placement, and occlusion of native vessel.¿ the gore(r) excluder(r) aaa endoprosthesis IFU states to : following standard practices, access the intended contralateral side via a percutaneous diagnostic sheath, and perform marker catheter digital subtraction angiography (ap, oblique and lateral views as necessary) to confirm the correct device component sizing, and deployment locations. H6: changed investigation conclusions to code: d1101- failure to follow instructions.